Event description:
An initial MDR regarding this case was filed on 28-aug-2025 (report number 3016798778-2025-00101). Additional information was received by millyard advanced medical products, llc, by way of a technical investigation of recently received materials completed on 15-sep-2025. Remunity pump (B)(6) was returned to millyard advanced medical products, llc, for investigation without its paired remunity remote. Review of the pump logs revealed pump error and pump failure alarms on (B)(6) 2025. A test delivery was attempted but could not be performed as the pump did not recognize that a cassette was attached. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the report of a medication leak. The observed ingress was determined to be the cause of the alarms seen in the logs, as well as the pump's inability to recognize a cassette during testing. Remunity pump (B)(6) functioned within specification as it alarmed accurately and entered a failsafe state. No additional product was returned for investigation; therefore, the cause of the medication leak could not conclusively be determined. Additionally, the report that the patient's other remunity pump did not make a beep when the patient went to use it could not be investigated as the device was not returned.

Event description:
An initial event notification was received by (B)(4) on (B)(6) 2025 from cvs and forwarded to (B)(4), on (B)(6) 2025. The patient reported that one remunity pump did not make a beep when they went to use it. The patient switched to their back-up remunity pump successfully; however, minutes after being on their backup device, the pump alarmed and stopped infusing. Remodulin was found to have leaked everywhere. A cvs pharmacist advised the patient that they likely punctured the bladder of the cassette upon filling it and educated the patient on proper filling technique. The patient chose to wait for outreach from a clinical nurse specialist to guide with filling their last available cassette. It is unknown how long the patient was without remodulin; however, no symptoms were reported. No components or further information related to the reported event have been made available to (B)(4) for further evaluation. Despite no report of patient harm, this event is being reported out of an abundance of caution.